Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the light surrounding the wake button was flashing red. Reportedly, there was a white rectangle displayed over the "1" button on the unlock screen, and the touchscreen appeared to frozen on the unlock screen. Troubleshooting with tandem technical support was performed. Customer's blood glucose level was not impacted. Customer stated they had back up manual injections for insulin therapy.